Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is out of specification; pin is broken off inside the ventricular output connector. Upper case and ring cover are broken. Lower case and battery drawer are broken and contaminated. Battery release, heart block, lead flex cover, and heart lead flex are contaminated. Battery contacts are compressed. One side bail is bent. Ring is missing. Keyboard is scratched.

Event description:
It was reported there is a pin broken off inside the ventricular connection, which stops the patient cable from being connected. The epg (external pulse generator) was returned for repair. There was no patient involvement.